Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer inspected the drawers 1 and 2 and found that the drawers had no lights on the drawer controller. The controller was replaced in both the drawers. Then the fse contacted the technical support specialist (tss) to configure the drawers and confirmed that tss had successfully reconfigured the drawers. The customer had verified the drawer functionality successfully. Preventive maintenance was completed and resolved the issue. The system functioned as intended after the field service engineer repaired the device. D.4: unique device identifier not available.